Event description:
It was reported that the 9900 system would not x-ray prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, snubber board, and high voltage supply regulator board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.